Manufacturer narrative:
Lot number or product was not provided by the reporter therefore, unable to proceed with batch retain testing or product investigation. Add'l info - (us) otc device.

Event description:
Nerve damage [nerve injury]; numbness in hands, finger, arms, feet and legs [hypoaesthesia]; cramping in hands, fingers, arms, feet and legs [muscle spasms]; tingling in hands, fingers, arms, feet and legs [paraesthesia]; pain in hands, fingers, arms, feet and legs [pain in extremity]; memory loss [amnesia]; no interest in sexual activities [libido decreased]. Case description: a regulatory authority rep reported that they were notified that an adult consumer, age and gender unspecified, used fixodent denture adhesive, original cream 1 application 3-4 times a week to secure their dentures (B)(6) in 1996 through 2009 and reported the following; nerve damage, numbness, cramping, tingling and pain in the hands, fingers, arms, feet and legs. The consumer also reported memory loss and no interest in sexual activities. The consumer received unspecified medical care and treatment, including two surgeries on left arm to rearrange the nerves. The surgeries provided no relief. The consumer was waiting on test results of copper and zinc levels. The case outcome was not recovered/not resolved. No further info was provided.